Event description:
Boston scientific received information that this patient received seven shocks in one episode for sinus tachycardia resulting in therapy exhaustion. The field representative reviewed the episode with boston scientific technical services (ts) and programming changes were made to prevent therapy delivery in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.